Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low total protein (tp) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory subsequent tests using another tp cartridge produced higher results. Amended reports were issued. The customer has not received any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc results were within the established ranges prior to the event. When the number of tests remaining in the tp cartridge was about 10-15, low tp results were generated. A bci field service engineer (fse) verified that the analyzer was operating within specifications. Fse made a request to provide environmental caps to the customer. As of (B)(4) 2010, there were no more calls to hotline for low tp results.